Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2010, due to pain and radiolucency on radiographs.

Manufacturer narrative:
(B)(4).the initial medwatch report inadvertently did not have the 510k number provided. The 510k number has been provided in this follow-up medwatch report.

Manufacturer narrative:
(B)(4). The device has been received and will be evaluated by baxter. An additional follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter to report an error code of l000018 that occurred on this pump on 11/20/09 during patient use causing an interruption of therapy to the patient. There was no adverse event, patient injury or medical intervention associated with this report.(B)(4). At that time the customer reported the pump would be serviced at their facility. On 3/5/10, the customer reported they will be sending the pump to baxer for evaluation. (B)(4). There is no further complaint information available.